Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a jagwire guidewire was used in a endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure took place on (B)(6) 2012. According to the complainant, the tip of the guidewire broke off inside of the patient during the procedure. The physician attempted to retrieve the fragments, but was unsuccessful. The patient then contracted pancreatitis and was hospitalized and treated with somatostatin. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a jagwire guidewire was used in a endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure took place on (B)(6) 2012. According to the complainant, the tip of the guidewire broke off inside of the patient during the procedure. The physician attempted to retrieve the fragments, but was unsuccessful. The patient then contracted pancreatitis and was hospitalized and treated with somatostatin. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip of the guidewire had detached, exposing the metal tip of the corewire. It is important to mention that presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. The outer diameter was measured and found to be with in specifications. "Pancreatitis" is a known anticipated procedural complication, which is noted within the directions for use contained related to the device use/procedure. The patient's condition was described as stable. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Labeling review performed and no anomaly was found.

Manufacturer narrative:
(B)(4). Although the device has been returned, the failure analysis of the device has yet to be completed. Upon completion of the failure analysis of the complaint device a supplemental medwatch will be filed.